Event description:
It was reported that the chuck was damaged, one of the clamps broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The investigation has shown that the one of the clamps holding the cutting tool in the chuck attachment is broken off as complained. The instrument was manufactured according to the specifications. No abnormal findings were identified. We are not able to determine the exact cause of failure; we can only assume that high vibrations in combination with loads could have caused this occurrence.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Patient identifier not reported in initial mw. Patient sex not reported in initial mw.